Manufacturer narrative:
The customer did not provide the weight for patients 1, 2 and 3. Patient demographics such as age, sex and year of birth were provided for patients 1, 2 and 3. Patient 1 is a (B)(6) female born in 1985. Patient 2 is a (B)(6) female born in 1989. Patient 3 is a (B)(6) female born in 1989. The access total bhcg (5th is) reagent pack was not returned for evaluation. The non-reproducible false low access total bhcg (5th is) patient results as reported by the customer were confirmed to be generated from one specific reagent pack. The specific reagent pack has malfunctioned as qc and patient results recoveries were suppressed. Re-calibration utilizing the implicated access total bhcg (5th is) reagent pack and analyzing the patient samples on the same pack mediated the suppressed recoveries. The cause of the suppressed results obtained from a specific access total bhcg (5th is) reagent pack is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining non-reproducible false low human chorionic gonadotropin ((access total bhcg (5th is) results on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) for three patients. On (B)(6) 2015, the customer analyzed three (3) female patient samples utilizing a specific access total bhcg (5th is) reagent pack on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower than expected results. After obtaining the lower than expected patient results, the customer performed quality control (qc) utilizing the same access total bhcg (5th is) reagent pack and noted qc recoveries were half of what they expected. Calibration was performed on the same reagent pack using a new calibrator lot. The same patient samples were reanalyzed utilizing this reagent pack the following day and higher results, within expectations were obtained. The initial results were released from the laboratory but were not questioned by the physicians. There was no report of patient injury or change in patient treatment associated with this event. Access total bhcg (5th is) calibrations were passing assay specifications and qc were running within the customer's established ranges prior to patient testing. System checks have been passing instrument specifications. The customer did not provide sample handling information such as collection device and centrifugation conditions. No sample integrity issues were reported.